Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient¿s wearable failed leaving the patient with cgm values for several hours. The patient then began to feel nauseous and was vomiting. The patient tested her bg meter reading which was reportedly ¿high¿, but no specific value was reported. The patient¿s friend took the patient to the emergency room (ER) around 3pm. The patient was diagnosed with dka and treated with IV fluids, insulin, and her bg meter readings were monitored hourly; however, no specific values were reported. The patient started a new sensor session that evening as well. The patient was discharged around 3pm the following day (24 hours). It was also noted that the hospital recommended the patient go back to insulin injection therapy, however, the patient declined and continued to use her tandem insulin pump. The patient was ¿all good and feeling better¿ at the time of report. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be very low count aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.